Event description:
It was reported that the packaging indicated the screw to be 10mm in length. However, when replenishing the set, the plastic clip showed 6mm screw length and the screw was in fact 10mm in length. This was discovered by the loan set team.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. All packages were received for manufacturing evaluation and were opened at the perforation. The screws were still intact within the clips and clip lids. The length listed on the clip was 6mm, incorrect to the 10mm length of the screws. This complaint is valid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Return date 3/30/12.

Event description:
This is report 2 of 2 for complaint (B)(4).